Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: stockert 70 system (model# m-5463-01 serial# (B)(4))

Event description:
It was reported that a patient underwent an ablation procedure for left atrial flutter with a thermocool sf nav uni-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, patient became hypotensive and tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 500cc of fluid. Patient was reported to be in stable condition at the time this complaint was reported. Physician did not provide causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for left atrial flutter with a thermocool® sf nav uni-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensor of the catheter was tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.